Event description:
Unomedical reference number (B)(4). Event occurred in spain on (B)(6) 2024, it was reported by the patient for the kinked cannula within few hours of use. Event was occurred on 15/03/24, 25/03/24, 30/03/24, 31/03/24, and 02/04/24. 5 infusion set was affected. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01963- device 2 of 5.